Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a routine volume check in the ICU after a rate adjustment the clinician noticed 159.9ml of fentanyl was missing from the bag. The clinician checked for leaks and tampering but couldn¿t find anything, so clinician removed the bag and pump and started over with a new bag and pump. The pump was programmed at 11:46 to infuse a secondary of fentanyl 250 ml at 5ml/h then at 15:30 changed to 2.5ml/h with a priming volume of 20-25ml. There was no apparent harm to the patient however the patient was on a ventilator.

Manufacturer narrative:
Additional information provided.

Manufacturer narrative:
The customer¿s report of fentanyl missing from the bag after a rate adjustment was not confirmed. Physical inspection noted the device to be in good condition with no anomalies observed. Analysis of the pcu event log shows that on (B)(6) 2016 at 1:49 pm the device was programmed for an infusion of fentanyl at a dose of 50 mcg/hour (rate 5ml/hour) with a vtbi of 240ml. There were several dose changes between 1:56pm and 4:13pm, ranging from 25 to 100 mcg/hour with the last dose being 50mcg/hour. On (B)(6) 2016 at 11:45am the vtbi was changed to 250ml. At 3:32pm the dose was changed to 25mcg/hour. Between 7:12pm and 7:25pm the log recorded thirteen alarms (patient side occlusion, infusor door open and flow stop open and door closed). The infusion was restarted at 7:25pm. Between 9:18pm and 10:33 pm there were several patient side occlusion alarms and a flow stop open alarm. At 11:44pm the vtbi was changed to 30ml. On (B)(6) 2016 at 12:00 am the channel was paused and then channeled off. Functional testing found the device delivering fluid within specification. No leaks or occlusions were observed with the administration set. The root cause of the report of fentanyl missing from the bag was not identified.